Event description:
During the transfemoral tavr procedure, after rapid ventricular pacing and balloon valvuloplasty x2, (pacing runs were 10-15 seconds per bav inflation)the patient's arterial pressure failed to recover adequately and the patient was placed on cardiopulmonary bypass (cpb). An open avr and coronary bypass was then performed. No dissections were noted per the surgeon. Upon completion, the patient was taken off cpb and transported from the room. The perceived cause of the event was possible calcium emboli into the left coronary system however, this could not be determined with certainty. There was also discussion as to the effect of rapid ventricular pacing during balloon valvuloplasty. Additional information received indicated that the patient expired post procedure. The cause of death was reported as cardiogenic shock.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, it was perceived that patient¿s hemodynamic instability was likely caused by either a calcific emboli that entered the left coronary system and/or the patient¿s inability to tolerate the rapid ventricular pacing during bav. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.